Event description:
In 2006, a physician successfully placed a xact stent in the right internal and common carotid artery. Later that day, the patient experienced hypotension lasting for 5 days. The patient was treated with fluids and IV neosnephrine. Two weeks later, the patient experienced an atrial flutter during hospitalization for copd exacerbation. This continued until the patient underwent radiofrequency ablation of the atrial flutter two months later, the patient's current condition is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.